Event description:
The complainant alleged that the staff was attempting to cardiovert a patient (age and gender unk) in atrial fibrillation. They tried to cardiovert at 360j, and received an "open air discharge" message. The staff tried to defib once more at 360j, while the unit was not in sync mode, and received the same message. There was no adverse effect on the patient.